Event description:
A home patient (hp) contacted the technical service center (tsc) to report a system error 2240 alarm when a supply bag fell and became un-spiked during therapy while using the homechoice (hc) system. The hp re-spiked the same bag and tried to restart therapy. The technical service representative (tsr) explained the system error, assisted the hp to clear the alarm, ended therapy and instructed the hp to remove and discard the cassette and solution bags. The tsr advised the hp to contact the nurse or doctor for medical instruction. A follow-up call was placed to the hp's peritoneal dialysis nurse on july 12, 2006. The hp had no symptoms, but was given one dose of prophylactic antibiotic. There was no patient injury associated with this report per the hp's nurse.

Manufacturer narrative:
The peritoneal dialysis nurse reviewed proper procedure with the home patient.